Event description:
A patient reported blood glucose results of "562 mg/dl and 150 mg/dl" with a lifescan meter, performed with 10 minutes or each other. The meter, test strips, and control solution are being replaced.